Event description:
A customer from (B)(6) ran his blood glucose test on his contour usb and received a reading of 212mg/dl, then re-tested on his contour ts and received a reading of 69mg/dl.the difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.a new meter was sent.